Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 1) with multiple cartridges. Cartridge changes were performed resolving the alarms. Customer's blood glucose level was 412 mg/dl.